Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for another indication and was subsequently discharged and the following night the patient was readmitted to the hospital and diagnosed with peritonitis. The nurse reported the peritonitis was acquired during the previous hospitalization. There was no confirmation of a use error/breach in aseptic technique or culture results to support such, therefore the cause of the event will be considered unknown. Treatment was not reported. At the time of this report the patient outcome was not reported. On an unreported date the patient was transferred to in center hemodialysis. No additional information is available.